Manufacturer narrative:
This report is being submitted to update additional information in section g3,h2,h3,h6. No product was returned, or pictures provided; visual evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product information unknown

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). G2 - foreign- germany. D10. Item#:unknown; lot#: unknown ;item name: unknown head; therapy date: unknown. H3-other: device evaluation could not be performed as part# and lot# unknown. Also device location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00511. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there are several cases of inlay luxations and decoupling of the head and inlay. Due diligence is in progress for this complaint; to date no additional information or product has been received.